Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. It was suspected to have micro perforation but was not visible on echo or xray. Small effusion was noted upon repositioning of lead. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.